Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire on the electrode lead. This is believed to have occurred during revision surgery. System lock was verified with two types of external processors, however, system lock is obtained intermittently with a third, which is consistent with the issue reported. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was sliced at the electrode lead. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire on the electrode lead. This is believed to have occurred during revision surgery. System lock was verified with two of the external processors, however, lock is obtained intermittently with a third external processor, which is consistent with the issue reported. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. The device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report.

Event description:
The patient reportedly is unable to utilize several types of external sound processors due to loss of lock. External equipment has been exchanged and programming adjustments have been made, however, the issue has not been resolved. Revision surgery is under consideration.